Event description:
It was reported that the tubing of a clearlink system y-type blood/solution set came apart during blood transfusion. There was about "half a pint of blood lost"; however, it was not clear whether the blood is from the patient or the donated blood for transfusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.